Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Unknown when device malfunctioned. (B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and is a service history review was performed. The investigation of the complaint articles has shown that: service history review: part no.03.614.035, lot no: 7155715-16. A service history of the past three years has been reviewed. The item was previously returned for service on 30-sep-2013 due to recalibration and on 12-aug-2013,17-sep-2013,24-jan-2014,25-feb-2014,28-mar-2014,14-may-2014,11-jul-2014,7-aug-2014,2-sep-2014 passed testing. The customer called in a service request for this item on 4-feb-2016 and reported the device as worn and broken. The previous service condition of recalibration is relevant to the current complained issue of the device being worn and broken. The manufacture date of this item is 16-apr-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. A service history evaluation was performed. The investigation of the complaint articles has shown that: service and repair evaluation: the customer reported the torque handle was worn and broken. The repair technician reported the etch on the item was not legible. Etch unreadable is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by service and repairs that torque handles are worn and broken. No case or patient involvement. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The awareness date for the previous report was submitted as march 2, 2013 in error. The correct date of awareness for that report was march 2, 2016. The report was not late. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (2nm torque limiting handle with quick coupling, small, part number 03.614.035, lot number 7155715-16). The subject device was returned with the complaint condition of worn and broken. The device was received by synthes customer quality with the etching slightly worn but legible. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined; the failure mode is consistent with rough handling/wear and tear. The complaint condition is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.